Event description:
It was reported that during a coronary stenting procedure, deflation difficulties were encountered. The 70-75% stenosed lesion was located in the moderately to severely calcified protected left main (lm). This was at a 90 degree angle from the left main into the ostial circumflex. The maverick otw balloon catheter was advanced without difficulties and inflated one time to 14 atms for 20 seconds. An attempt made to deflate the balloon was unsuccessful. Add'l attempts to re-inflate and deflate the balloon, along with using a syringe to aspirate the balloon were unsuccessful in deflating the balloon. The maverick otw balloon, guide wire and guide catheter were pulled back into the aorta while attempts were made to deflate the balloon. The balloon remained in the lm approx one min. No patient symptoms were noted during this time. The maverick otw balloon and guide catheter were removed as a unit, and the balloon was noted to still be inflated upon removal. No patient complications were reported, and the procedure was completed with add'l angioplasty and placement of a stent.